Manufacturer narrative:
The device evaluation is anticipated. However, the complaint could not be confirmed without the completion of the product evaluation. A supplemental report will be forthcoming with the evaluation if received. Lot number was not provided, therefore, review of the manufacturing records could not be completed.

Event description:
It was reported that during use, the swan ganz catheter displayed svo2 values different from the blood gas analysis results. The value displayed by the catheter was ± 60% and the bga had a value of ± 90%. There was no error message displayed on the vigilance monitor. Finally, the problem was solved by exchanging the catheter. There was no allegation of patient injury. The swan ganz catheter was available for evaluation. Inquired of patient demographics, unable to be obtained.

Manufacturer narrative:
We received one 777f8 catheter with a monoject 1.5cc limited volume syringe for examination. The reported event of incorrect values was not confirmed. No fault messages showed up on the laboratory vigilance ii monitor when the catheter was connected. The catheter passed in-vitro calibration on the vigilance ii monitor. The connector housing was opened and the fibers were examined. No light leakage was observed from the fibers in the coil area. The fiber cladding does not appear damaged. The thermistor was found to read 37.1 c when submerged into a 37.0 c water bath. Thermistor temperature reading accuracy is +/- 0.3 c per the vigilance manual. The catheter ran cco in 37.0 c water bath on the vigilance ii monitor for 5 minutes with no error. Thermistor and thermal filament circuits were continuous, there were no open or intermittent conditions. The eeprom data was found to be normal, both the stored data and the computed data matched. Resistance value of thermal filament circuit was measured and was found to be within specification. All through lumens were patent without any leakage or occlusion. The balloon inflated clear, concentric and remained inflated for more than 5 minutes without leakage. The catheter body was found to be kinked at the proximal connector of the contamination shield 6 cm distal of the backform. The reported event was not confirmed. Although the cause of the complaint could not be determined, there was no indication of a manufacturing defect noted during the analysis. No actions will be taken at this time. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications is well described in the literature. It is common clinical practice to periodically recalibrate the monitor by performing an in vivo calibration. For optimal accuracy, it is recommended that in vivo calibration be performed at least every 24 hours. It is unknown if clinical or procedural factors may have contributed to this event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.